Event description:
The user facility reported a white 51-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and the patient experienced a spontaneous coronary artery dissection (scad). Cardiopulmonary resuscitation (CPR) was performed while in the cardiac catch lab (ccl) before being sent emergently to the or; where the physician performed a coronary artery bypass graft surgery (CABG) x2, left internal mammary artery (lima) to left anterior descending (lad) and saphenous vein graft (svg) to obtuse marginal (om). It was determined that the patient would need to be escalated to extracorporeal membrane oxygenation (ECMO) as a result of low oxygenation, small left ventricle (lv), and poor right heart (rh) function. Upon removal of the impella cp, the patient remained stable and on the ECMO. The impella site was reportedly stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.